Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer in the tower was locked in the open position. The nurses had previously forced it closed, but when it reopened, it became stuck in the open position and would not move. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height enhanced drawer 5.2 had broken auxiliary rails. A field service engineer (fse) coordinated access with user, obtained a spare drawer from another unit, and installed it in the affected device. All pockets were transferred, and the replacement drawer was tested using the hardware test application, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.